Event description:
It was reported that an ilet user contacted support for a hyperglycemic reading of 601 mg/dl and disclosed using ¿ghost¿ meal announcements as a corrective measure, after which the agent advised against announcing meals for correction due to the risk of insulin stacking and provided troubleshooting and education. Symptoms included urinary frequency associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically announcing meals to obtain correction insulin despite the system¿s automated correction capability. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.